Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50 x 12 synergy ii everolimus-eluting stent, it was noted that when the technician wiped the catheter with a wet sponge, the stent came off of the balloon. The procedure was completed with another 2.5mmx12mm synergy ii everolimus-eluting stent.